Manufacturer narrative:
Updated data: a1 b5 d4 h2 h3 h4 h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the right transfemoral artery was used for access and no pre-implant balloon dilation was performed. A non-medtronic guidewire (safari) was used during the implant. The valve was implanted into the native annulus using cusp-overlap technique (cot). Prior to withdrawing the delivery catheter system (dcs), the nose cone was centered within the frame inflow by slightly retracting the guidewire and the dcs was not twisted or torqued at any point. Per the physician, the nose cone of the dcs interacted with the outflow of the valve causing the dislodgement. Of note, there was no aortic valve calcification which may have contributed to the dislodgement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter valve, the valve dislodged after the nose cone of the delivery catheter system (dcs) was pulled through. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 3 mm (millimeter) and 5 mm on the left coronary cusp (lcc). The valve was then implanted at an implant depth of 3 mm on the ncc and 4 mm on the lcc. Subsequently, a second transcatheter valve was implanted valve-in-valve (viv) at an implant depth of 5 mm on the ncc and lcc. It was noted that it did not appear that pulling the nose cone through the valve caused the dislodged. Per the physician, the patient's septal bulge and aortic insufficiency contributed to the event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-29 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date: na. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.